Event description:
It was reported the system hard drive mixed patient images. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.